Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Additional patient information: height 172 cm. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after removing the 6f terumo sheath, the angio-seal device could not be pushed over the wire - even under great force. The angio-seal device was removed and the terumo 6f sheath was easily pushed over the wire, fixed and left until the next day. Complication-free pulling of the sheath the next day. No adverse consequences for the patient. Device was not used. Patient eventually was treated as intended. Additional information was received on 7/24/2018: the procedure was a puncture right femoral artery, 5fr sheath, left ventriculogram (lv) angiographies, intubation of left coronary artery (lca) with judkins left 4 catheters, right coronary artery (rca) with judkins right 4 catheters, and intervention with balloon and stent. There was no difficulties with arterial access, sheath, guidewire, or catheter insertion. It was not possible to introduce the angio-seal device. Hemostasis was achieved by the customer introducing the 6fr sheath and performed a sheath stitch. It was reported that the patient's condition was stable.

Manufacturer narrative:
One 6f angio-seal sts device and one unused and unpacked carrier tube assembly was returned along with the hemostasis sheath and the arteriotomy locator. The guidewire was returned as well. The locator, carrier tube assembly and sheath were inspected for damage and deformation under a microscope. A fold could be seen near the blood inlet holes on the hemostasis sheath. Bends could also be seen along the body of the mated sheath and locator. The locator and sheath were attempted to be mated for functional testing and some obstruction was felt during the mating action. The device was subject to fluoroscopy and no opaque obstructions were noted. It was found that the fold/deformation near the blood inlet holes led to the difficulty mating, when done within a vessel model. With minor force the locator was able to be mated. No other material obstructions were noted. A 0.033" guidewire was mated with the locator/sheath assembly and was bale to be passed without any issues. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.